Event description:
It was reported the patient experienced stimulation in the wrong location. Since implant, the patient had never felt stimulation in his back where he was supposed to feel it. The patient was only feeling stimulation up to his hips. The patient never had a therapeutic effect. The patient had been trying to contact the manufacturer representative (rep) for programming. The patient still had concerns with their device or therapy, but was working with the physician or rep. The patient had appointments with the rep on (B)(6) 2014. The patient had terrible pain since the transmitter was implanted on (B)(6) 2014. Additional information received reported the rep saw the patient twice. The first time was for reprogramming and post-operative recharger education and ¿sensor activation.¿ the second time was for reprogramming. The patient seemed okay, but didn¿t seem to be getting much relief from stimulation. The patient had requested to have the system removed. The patient¿s status was unknown at the point of this report. Additional information received reported the rep met with the patient (date unknown). The patient was not happy with the coverage. There was not a greater than 50% reduction in symptoms. The patient did not feel stimulation in their back, the rep reprogrammed the stim with no improvement. The patient was going back to the implanting physician. The patient had reportedly followed up with their following health care provider (hcp). The cause of the event was the surgeon put in the lead in the wrong spot. The patient was not receiving effective therapy and it was unknown how the patient was doing at the time of this report. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n413257, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).